Event description:
A hospital in (B)(6) via a distributor that there was an unidentified brown substance in the inspiratory limb of an rt235 infant dual-heated evaqua breathing circuit. The complainant stated that "the pt has been vented since birth and has been on the same circuit to my knowledge, which would be at least one month." No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit has recently been returned to fisher paykel healthcare (B)(4) for eval. We will provide a follow-up report upon completion of our investigation.